Manufacturer narrative:
Continuation of d10: 407645 lead, implanted (B)(6) 2025. W4tr01 crt-p, implanted (B)(6) 2025. 407652 lead, implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since their implant approximately three and a half months prior when they lean on their left side ¿the electric current is kicking off involuntary muscle contractions in the diaphragm and their chest starts jumping.¿ the patient also noted that prior ¿changes to frequency¿ made the symptoms worse and the symptoms are now happening in every position but is not constant. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.